Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and unit failed. Tperformed share log review and results showed a transmitter fatal error on issue date.the reported event of transmitter failed error was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which waspreviously submitted as follow-up #02.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction g7: type of report h2 type of follow up - correction this supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on sat aug 26 11:41:23 edt 2017 with MFR# 3004753838-2017-66975. The ack3 was received on sat aug 26 11:41:23 edt 2017 with coreid: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the smart device showed a transmitter failed error on (B)(6) 2017 . No additional patient or event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. A root cause could not be determined. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.